Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: concomitant medical products: product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type I and another ins for spinal pain. It was reported that the patient tried to charge the device and the screen said eos (end of service) and it wouldn¿t charge. The patient could not connect since (B)(6) 2017. Additional information was received from the patient. It was reported that the patient had a loss of therapy. The patient saw eri (elective replacement indicator) on (B)(6) 2017, which conflicts with the previous report of seeing eos on (B)(6) 2017. The ins went dead and the patient had leg pain and was unable to walk beginning on (B)(6) 2017. The patient wanted to meet with a manufacturer representative (rep), and wondered if a rep could meet with her at the emergency room (ER) if the patient went there. The patient was to follow-up with a health care professional. The patient had an appointment with a new doctor on (B)(6) 2017 but wanted help as soon as possible. It was noted that the patient may go to the ER. Conflicting information was reported regarding which ins the issue occurred with.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.